Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k053529.

Event description:
On (B)(6), 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6), 2011. The cca was advised the patient manages his diabetes with humulin insulin (40 units). The patient stated he continued to take his usual dose of medication. At an unspecified time after the alleged issue begun, the patient claimed he felt symptoms of 'hot flashes and fever.' On (B)(6), 2011 (time not clear), after the alleged issue begun, the patient stated emergency medical services (ems) was contacted. The patient was given food and/ or drink as treatment. The patient stated he obtained a blood glucose result of '65 mg/dl' with the ems meter. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca tried to walk the patient through resolving the alleged issue and discovered the meter would not power on with test strip insertion. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received medical intervention from a health care professional (hcp) after the alleged meter issue began.